Event description:
A report was received that a patient underwent a lead revision due to lead erosion. The patient had a superficial infection that caused the leads to erode through the skin. The patient's symptoms were discomfort and redness around the incision site. The patient was prescribed flucloxacillin and medical grade honey. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-50 serial # (B)(4) description: linear 3-6 50cm lead it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.